Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient present to the emergency department (ed) with complaints on headache, confusion, and lethargy for the past two days. Head computed tomography (cth) showed a right temporal cerebrovascular accident (cva) with hemorrhagic conversion. The patient was stable with intermittent symptoms from the cva. The patient did not have a fall and their international normalized ratio (inr) was therapeutic with a value of 2. The patient was to stay in patient for evaluation. The submitted log files contained persistent pulsatility index (pi) events on (B)(6) 2022 and no other notable alarm conditions or parameter changes occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.